Event description:
The healthcare worker experienced whitening on the middle fingers without pain after removing items from a load after the completed cycle. The load visibly appeared to be dry. The pt rinsed the contact sites under running water and did not seek medical attention. The symptoms resolved within one day. The vaporizer plate was in place.